Event description:
Procedure: lap cholecystectomypatient sex: unkwhen the surgeon tried to insert the device into the cavity it would not. The surgeon tried again with more force and it could be inserted. After using, the surgeon removed the device, and confirmed the tip was broken and missing. The broken piece is not found. The surgeon confirmed the tip of device had not been broken in the immediate aftermath of the first insert.